Event description:
This case was initially received via regulatory authority (B)(6) on 06-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, 2 years 1 month after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pain ("several pain all over the body"), peritonitis ("peritonitis"), menopause ("menopause") and adverse event ("major disorders") with general physical health deterioration. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, pain, peritonitis, menopause and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, medical device removal, menopause, pain and peritonitis with essure. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.